Event description:
During a bankhart repair, four 3.5 mm titanium anchors were implanted. The sutures from three of the four anchors broke while being tied off. Surgery was successfully completed, but a 40 minute delay was reported. It was also reported that there was no patient injury or procedural complications.